Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectum resection. According to the reporter: after closing the stapler and introducing it through the trocar, the instrument could not be opened. When pulling back the black knob to open the instrument a very strange noise was heard and the instrument broke in several pieces. The devices were removed and sent for eval. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.